Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he is having problems with the insulin pump. Customer stated the piston is not rewinding and the device is not alarming an error. Customer was advised to discontinue use of the device. Blood glucose level was 118 mg/dl. No further information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor or excessive no delivery alarm anomaly noted.